Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes are underfilled. The following information was provided by the initial reporter: "underfilling of citrate tubes our customer az vesalius is experiencing systematic underfilling of their citrate tubes. They had the same issue last month (different lot). From that pir we haven't received any details yet. The lot nb of these citrate tubes is 9185784 (exp date 03/2020)"

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes are underfilled. The following information was provided by the initial reporter: "underfilling of citrate tubes our customer az vesalius is experiencing systematic underfilling of their citrate tubes. They had the same issue last month (different lot). From that pir we haven't received any details yet. The lot nb of these citrate tubes is 9185784 (exp date 03/2020)."

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for low draw volume with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.